Event description:
The customer reported that the system was intermittently freezing (locking up). There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.